Event description:
It was reported that the patient¿s sensor became disconnected from the ilet, resulting in intermittent communication failure between the devices; the agent guided the caregiver to rescan the sensor, after which blood glucose values displayed on the ilet, indicating the issue was resolved. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed an interoperability problem involving the electrical and magnetic subsystem, specifically the antenna, consistent with an intermittent communication failure between the sensor and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.